Manufacturer narrative:
The customer's cobas® liat® analyzer was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
(B)(6). Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
During review of customer-provided data from a us customer, it was identified that 2 patient samples generated false positive results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system on (B)(6) 2021 (serial ID (B)(4)). These patient samples were not alleged to be discrepant by the customer. Sample a (run #216) generated a false positive result for sars-cov-2. Sample b (run #225) generated a false positive result for all 3 targets (sars-cov-2, flu a and flu b). Both the patient samples were retested and generated negative results using a third party biofire/film array assay. It was noted the samples were citoswab transport medium (vtm) or mole tubes of virus samples. Per the instructions for use, the following viral transport kits include bd universal viral transport (uvt) 3-ml collection kit with a regular flocked swab bd. Universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. The positive results were reported, and no harm was indicated. Two mdrs will be filed, one for each patient. The customer's unit has been requested for review for further evaluation.